Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: (B)(4). During a premature ventricular contraction procedure, optical issues with the catheters resulted in a procedural delay. During the procedure, it was noted that the contact force did not display properly. The contact force was reset but approximately 20 minutes later, the issue recurred. The ensite displayed an error message stating, ¿no contact force information available.¿ the connections were checked and the tactisys was restarted which did not resolve the issue. The catheter was exchanged to continue the procedure. After approximately 30 minutes, the same issue recurred. The connections were checked and the tactisys was restarted which did not resolve the issue. The catheter was exchanged to complete the procedure with no adverse consequences to the patient.